Manufacturer narrative:
On (B)(6) 2016 12:49 pm (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). The device will be investigated by a maquet service technician. A supplemental medwatch will bee submitted as soon as additional information becomes available.

Event description:
On (B)(6) 2016 12:40 pm (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that after successfully initiating support with the cardiohelp device, the usb stick was inserted in the front of the device. Then the error message "device defective (0x33004)" occured. This error message did not occur constantly but intermittently. There were no negative consequences for the treated patient. (B)(4).